Manufacturer narrative:
Per the surgeon, the patient was treated with oral antibiotics (date and duration not reported). Reportedly, the patient also experienced extrusion of the device.

Manufacturer narrative:
This report is submitted on july 2, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient developed an infection at the implant site and subsequently the device was explanted on (B)(6) 2018.